Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display and off no power indicator from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he was at dinner when he tried to give himself a bolus and the pump turned off. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however; the insulin pump was tested with a good battery cap and no blank display during our testing. The insulin pump had normal operating currents. No damage was found on the lcd isolation tape and no off no power alarm noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.